Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an alarm 29 - motor cart range low occurred during the load process. The customer's blood glucose level was in the 180s mg/dl range. Reportedly, the customer loaded a new cartridge successfully, and resumed insulin therapy.